Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to medication. Customer's blood glucose was 318 mg/dl. Customer's blood glucose was 457 mg/dl at the time of call. Customer was taking antibiotics. Customer had symptoms of high blood glucose; customer felt a little nausea. Customer treated high blood glucose with insulin pump and manual injection. Customer declined troubleshooting for high blood glucose.